Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Family member advised seat cracked on commode. Family member advised when end user sat down on seat it cracked. Family member advised looks like a stress crack on the right side.